Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's daughter reported that device was cutting into the patient's skin and caused a "gash." The patient's daughter applied antibiotic cream and put a gauze over the affected area. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.